Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with implantation of a 555cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using ultrasound imaging. As a result, the patient underwent removal and replacement with 675cc mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 17, 2022, the mentor analysis lab received the suspect medical device for evaluation. On june 23, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 24, 2022, mentor received additional information. Mammogram imaging results indicated that a medial palpable silicone lump of the right breast was present. However, during removal surgery, the right implant was intact and a such, rupture is no longer applicable to this file. Since a lump was present without rupture, gel bleed is appropriate. Additionally, malposition of the right implant was indicated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 15, 2022, mentor reevaluated the device per the updated adverse event. The following was added to the device evaluation. Leak testing was performed, in accordance with mentor procedures, and no leak sites or gel bleed were detected during the analysis. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).